Event description:
It was reported the pt underwent spinal surgery from l5 to s1. The pt had revision surgery to extend to the adjacent level at l4. The revision surgery consisted of a discectomy and fusion using posterior fixation, interbody device and allograft. During screw insertion, the tip of the screwdriver broke off in the pedicle screw at l4 on the right. The surgeon made one attempt to retrieve the fragment, but was unsuccessful. The surgeon opted to leave the fragment in the screw head. Another driver was used to place the remaining screws without incident. There was no report of difficulty with rod placement. The surgeon felt it was seated properly. No add'l pt complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination confirmed the driver tip broke off. Microscopic examination of the fracture surface revealed a quasi-brittle fracture surface with no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload and usage of the instrument suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.